Event description:
It was reported that this pacemaker was unable to be interrogated. The lead was near elective replacement. Later on, the device exhibited an error message and was sequential explanted and replaced. No additional adverse patient effects were reported.